Event description:
Information as received regarding a patient with a neurostimulator. Consumer reported that on (B)(6) 2014 they had to redo surgery and correct the wiring. No further complications anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.